Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a rotator cuff repair, the eyelet of the healicoil knotless suture snapped off inside the bone hole when tensioning the sutures, the broken pieces were successfully retrieved by graspers. Non-significant delay was reported, and the procedure was finished with a competitor device (swivel lock). No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states based on a review of the information provided, the broken pieces were successfully retrieved from inside of the patient with graspers. The pilgrim intake form was reviewed; however, it did not aid in determining the clinical root cause of the reported failure. The patient impact beyond that which has already been reported cannot be confirmed nor concluded based on the limited information provided. Should any additional relevant medical information be provided, this case would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.